Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported vent inop (inoperable) alarms while using the vela ventilator. The customer reported doing ventilator calibrations and found out exh (exhalation) pressure transducer failed the calibration. The customer reported no patient involvement associated with this event. The customer reported the suspect device was available for evaluation and the return process initiated.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa)representative (rep) received the alleged faulty pcba (printed circuit board assembly), vela main, coldfire, installed in a known good vela unit and powered on in respiration mode. The fa rep reported vent inop (inoperable), motor fault, and xdcr fault (transducer fault) alarms came on. The fa rep re-started in service mode, performed exhalation pressure calibration, the calibration failed on pressure applied 60 cmh20. The fa rep was able to duplicate the customer's alleged complaint and isolated the root cause to the sensor, differential pressure, miniture, 2.5 psi, location pt801. This issue is being internally investigated.